Event description:
It was reported that, "the pt suffered injuries from a stryker hip joint. No further info is available at this time".

Manufacturer narrative:
There is insufficient info at this time to determine if a stryer device caused an adverse consequence for the pt. The info of this per was provided by stryker orthopaedics legal affairs dept. No additional info is available at this time. As per the info received, the devices are not available for the time of the per due to the ongoing litigation. If device becomes available with additional info a supplemental report will be issued.